Event description:
The customer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The customer received information alleged black foam particulate present in humidifier chamber & seals. There was no report of harm or injury. The customer's investigation is ongoing. A follow-up report will be submitted when the customer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged black foam particulate present in humidifier chamber & seals. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed particles in the air path during the device evaluation. During the evaluation, the third-party service center concludes that they could confirm the customer's allegation. The device was corrected. In box d: device serviced by 3rd party? Device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.